Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2018-00126 it was reported the patient experienced ineffective stimulation due to lead migration, as confirmed by x-rays. The patient may be awaiting lead revision.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2018-00126. Follow up information identified the patient underwent explant of both leads and implant of new paddle lead. Postoperatively, effective therapy was restored.